Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motor error. The customer did not remember when the alarm occurred nor what the blood glucose reading was, as this was a past event. No significant events leading to the alarm were recalled. The blood glucose reading at the time of the call was 270 mg/dl. The customer also reported a lost sensor alarm. Advised discontinuation of the insulin pump. Nothing further reported.